Event description:
Laparoscopic splenectomy for idiopathic thrombocytopenia purpura - the bag tore during removal of the specimen bag from the patient cavity after portions of the spleen was placed in the bag. Some of the spleen content fell into the abdomen; the cavity was irrigated with saline. The patient tolerated the procedure well and was discharged in 2009. At approx three weeks later, patient returned to ER with syncopal episode 2 to severe aortic stenosis and possible wound infection and dehiscence of left lower quadrant site from splenectomy. Discharged home 2 days later to wait for further cardiac surgery due to left lower quadrant wound to heal completely. Additional medication was given to the patient at discharge.